Event description:
This device was implanted on (B)(6) 1998 and was explanted at this time. It was noted on (B)(6) 2013 that increased capture threshold happened. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)